Manufacturer narrative:
The user reported a hospitalization on (B)(6) 2026, due to gallstones and pancreatitis. After multiple follow-up attempts, customer care reached the user and gathered the remaining details. The user stated they did not require assistance and intended to resume using the system after discharge. Customer care provided general guidance, including information about using eversense now to share glucose data with a caregiver, though the user indicated they could set it up independently. Because the event was medically unrelated to the eversense system and no system issues were found, the case was closed.

Event description:
The user reported a hospitalization on (B)(6) 2026, due to gallstones and pancreatitis. The event was not related to the eversense system.